Event description:
It was reported that the console failed to start due to a damaged device assembly (the plug was not properly inserted) on (B)(6) 2023. As a result, the patient's percutaneous nephrolithotomy (pcnl) procedure had to be rescheduled. The issue was resolved by the field service engineer, and the console resumed normal function. The procedure was successfully completed on (B)(6) 2023, with no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console failed to start due to a damaged device assembly (the plug was not properly inserted) on (B)(6) 2023. As a result, the patient's percutaneous nephrolithotomy (pcnl) procedure had to be rescheduled. The issue was resolved by the field service engineer, and the console resumed normal function. The procedure was successfully completed on (B)(6) 2023, with no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.